Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged/defective.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2023. Prior to the procedure, when the ligating unit was opened to attach onto the tip of the scope, it was found that the first and second bands were stuck together. A second speedband superview super 7 was opened; however, the same problem happened. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.